Event description:
It was reported that the 9600 + system would not boot up and had a bad iris pot error message displayed. The unit had to be rebooted several times in order to use the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the variable resistor and fixed the collimator. System operates as intended.